Manufacturer narrative:
The device was received with battery voltage approaching eri level. Visual inspection found the atrial setscrew inset was stripped around the opening, which was consistent with damages resulting from an incorrect torque wrench insertion during the surgical procedure. Analysis of device image indicated the device was operated in high output mode, consistent with the current level recorded in the image. Analysis of the device image also indicated multiple loss of capture episodes which occurred in the field, but could not be reproduced during analysis. Device output and capture testing was performed with the as received high output settings and no loss of capture or anomalies were detected. There were no device anomalies found that would have contributed to the capture issues that occurred in the field. The device was implanted for 5.2 years, which exceeded the projected longevity and is considered normal battery depletion. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The field concern of early battery depletion and longevity anomaly was not confirmed.

Event description:
Related to manufacturer report number: 2017865-2018-11601. During follow-up, premature battery depletion was observed due to the high output mode programmed to address loss of capture on the right ventricular (rv) lead. The issues were resolved by explanting and replacing the device. The patient experienced no adverse health consequences.